Event description:
A family member reported that the keypad buttons are not responding. The family member reported that the bolus button was missing for one week and the keypad stopped responding. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no defects were found to the button contacts. Unrelated to the complaint, the bolus button cover was found to be detached from the pump.